Manufacturer narrative:
Evaluated 1 open/used quick-serter per dop114-811 and des8570, performed visual inspection and insertion test using a new lab quick-set and an artificial torso. Quick-set was not inserted/released properly due to adhesive inside the serter¿s barrel.

Event description:
The customer reported via phone call that insulin pump had blank display. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will not be returned for analysis.